Event description:
Sheath broken. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k142688. This report is being submitted as a cancellation report following lab evaluation, complaint device was returned and evaluated on 04-apr-2022: visual inspection: kink below sheath extender observed. Distal end of needle examined and no issue observed.. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract with slight issue. Stylet removed from device and no issue observed. File has been re-assessed based on lab evaluation results. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.

Event description:
This report is being submitted as a cancellation report following lab evaluation, complaint device was returned and evaluated on 04-apr-2022: visual inspection: kink below sheath extender observed. Distal end of needle examined and no issue observed.. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract with slight issue. Stylet removed from device and no issue observed. File has been re-assessed based on lab evaluation results. FDA MDR reporting no longer required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed is low.